Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed. In the logs, error 23103 was confirmed indicating that the suj reported excessive primary encoder latency on axis 3, or the extra elbow axis. Upon visual inspection, the shoulder cable was found to be cut at the axes controller setup joint (acj) board, at the j6 connector, replicating the reported event. The shoulder cable was also crushed upon return, preventing further testing. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the elbow encoder and the shoulder cable in the suj. This issue can be resolved by having the fse replace the suj.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. Errors 23103 and 23105 are indicative of suj encoder latency. Error 23070 indicates the suj is outside of limits with potential causes related to calibration issues, sensor failure or a joint hardstop failure. The issue was resolved by replacing the suj.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system alarmed error 23103 and 23070 on arm4. First, error 23103 occurred and an attempt was made to recover using the "recover error" option, but without success. The nurse attempted to recover from the error several times, but without success. To proceed with the surgery, arm 4 was deactivated. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.